Event description:
It was reported to boston scientific corporation in 2008 that an rx cannulating autotome was used during a procedure the day before. (Patient gender, age and weight unknown) according to the complaint, during unpacking, when the wire and the handle functionality were inspected, it was noticed that it was unable to pull the wire properly even with the handle control. The case was not completed as another rx cannulating autotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
There was delay between the handle actuation and the actual bowing. It appears that the tension of the cutting wire was not set right during the handle assembly. The delay in bowing could also be due to a combination of the setting of the tome (handle) in the tray/ package and the effect of sterilization. Activating the handle and repeating the bowing multiple times, it was found that the device bowed and the delay was intermittent. The most probable root cause is likely manufacturing related.